Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that when the tubing was taped in place, the user noticed a bend causing a kink in the set with no flow. Although requested there was no additional event details/product information provided.